Manufacturer narrative:
In the previous report, the new code for tilt was provided. However, the new event and new code should be 1508 (therapy delivered to incorrect body area). Additional information remains pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
An unsuccessful percutaneous retrieval attempt was made approximately six days post implant and again approximately nine months post implant. The patient also reported experiencing severe anxiety, lupus flare ups and pain where the inferior vena cava filter is located. Information contained in the medical records indicated that the patient has a history of may-thurner syndrome with prior iliac stenting, nine prior deep vein thrombosis (dvt) and on chronic coumadin. The patient¿s medical history is noted to be lymphadenopathy, subdural hemorrhage (2013), lupus, bipolar 1 disorder, depression, migraines, a prior blood transfusion, arthritis, fibromyalgia and may-thurner syndrome. In (B)(6) 2013, the patient was admitted for subdural hematoma with a 3 week history of intolerable headache. The records indicate the patient was admitted for subdural hematoma with acute versus chronic extensive deep vein thrombosis (dvt), may-thurner syndrome, antiphospholipid syndrome, systemic lupus erythematosus, person history of thrombotic thrombocytopenic purpura and history of splenectomy. CT scan of the head revealed a subdural hematoma, and a duplex scan of the legs revealed widespread non-occlusive left lower extremity dvt. During the hospitalization, an ivc filter was placed with the plan to keep the filter in for at least 6 weeks. The implant record revealed, that the renal vein was identified at the level of l1. The sheath was advanced, and through the sheath, an optease ivc filter was deployed below the level of the renal vein, which was of adequate size for the inferior vena cava, and then through the sheath, a completion ivc cavogram was done, which shows good placement of ivc filter below the renal vein without any evidence of filling defect, blood clot, or thrombus. There was no report of complications. A CT of the abdomen was done for pain days later. The scan showed suboptimal positioning of the filter with consideration of repositioning, no evidence or renal vein thrombosis and patent left iliac stent graft. Approximately 9 months later, the patient had an unsuccessful filter removal attempt. It was reported that the hook appears to be surrounded by fibrotic tissue and the filter was unable to be snared. There were no reported complications. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed retrieval attempt and filter unable to be removed. Per the patient profile form (ppf), the filter is embedded and unable to be retrieved. An unsuccessful percutaneous retrieval attempt was made approximately six days post implant and again approximately nine months post implant. The patient also reported experiencing severe anxiety, lupus flare ups and pain where the inferior vena cava filter is located. Information contained in the medical records indicated that the patient has a history of may-thurner syndrome with prior iliac stenting, nine prior deep vein thrombosis (dvt) and on chronic coumadin. The patient¿s medical history is noted to be lymphadenopathy, subdural hemorrhage (2013), lupus, bipolar 1 disorder, depression, migraines, a prior blood transfusion, arthritis, fibromyalgia and may-thurner syndrome. In sep 2013, the patient was admitted for subdural hematoma with a 3 week history of intolerable headache. The records indicate the patient was admitted for subdural hematoma with acute versus chronic extensive deep vein thrombosis (dvt), may-thurner syndrome, antiphospholipid syndrome, systemic lupus erythematosus, person history of thrombotic thrombocytopenic purpura and history of splenectomy. CT scan of the head revealed a subdural hematoma, and a duplex scan of the legs revealed widespread non-occlusive left lower extremity dvt. During the hospitalization, an ivc filter was placed with the plan to keep the filter in for at least 6 weeks. The implant record revealed, that the renal vein was identified at the level of l1. The sheath was advanced, and through the sheath, an optease ivc filter was deployed below the level of the renal vein, which was of adequate size for the inferior vena cava, and then through the sheath, a completion ivc cavogram was done, which shows good placement of ivc filter below the renal vein without any evidence of filling defect, blood clot, or thrombus. There was no report of complications. A CT of the abdomen was done for pain days later. The scan showed suboptimal positioning of the filter with consideration of repositioning, no evidence or renal vein thrombosis and patent left iliac stent graft. Approximately 9 months later, the patient had an unsuccessful filter removal attempt. It was reported that the hook appears to be surrounded by fibrotic tissue and the filter was unable to be snared. There were no reported complications. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Inaccurate placement is a known potential product issue associated to the use of the ivc filter device. Contributing factors to this issue can include anatomy of the ivc, operator experience and technique. Without procedural images for review the root cause of this event cannot be determined. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed retrieval attempt and filter unable to be removed. The patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed retrieval attempt and filter unable to be removed. The patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.